Event description:
Please refer importer report #: (B)(4).

Manufacturer narrative:
Document review: versafitcup cc hc uhmwpe liner: ref. 10.26.3248hct/ lot# 125468 ((B)(4) liners produced): all parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization procedures. The (B)(4) liners belonging to this lot have been already sold without any other similar incident. Versafitcup cc trio shell cementless size 58 (k103352): ref. 01.26.45.0058/ lot# 140818 ((B)(4) cups produced): all parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization procedures. The (B)(4) cups belonging to this lot have been already sold without any other similar incident. Ceramic ball head 32 m, MFR by (B)(4) and distributed by medacta (not FDA cleared): code 38.49.7175.675.00 lot # 837627: medacta bought (B)(4) heads and sold (B)(4) of them, without any other similar incident. The surgeon implanted a longer head - size 32 l - and a hooded liner, having good results. From the info collected, there are no evidences that the event is device related.